Event description:
Pt identified that she had been burned by the estim treatment and wished to continue her care at the hospital outpatient pt department. The pt identified that she had sustained 4 burns at the locations on her back where the 4 electrodes were placed (3 larger burns, and one smaller burn per the pt). The pt identified that she had been seen by a doctor at an urgent care and was treating these burns under the direction of this urgent care clinician. The pt was agreeable to continue therapy at the pt dept. Equipment was evaluated by biomedical staff and could not identify any product malfunction or failure. Event felt to be due to user error.